Event description:
I was implanted with the essure device in 2003 and started having issues in 2008. I was diagnosed with sjogren's syndrome in 2017 which causes chronic fatigue and debilitating pain along with migraines. I had surgery to remove fibroids but the scar tissue from the essure has prevented the removal, so now a hysterectomy must be done. My life has changed drastically where I am on meds for the rest of my life because the autoimmune disease has attacked my salivary glands and tear glands. My quality of life is at an all time low.